Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for mobility since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Terumo medical received a user facility medwatch report # 3600510000-2020-8016. The event description states, "multiple catheter would not pass through radial introducer sheath. New sheath exchanged over wire." Additional information was received on 13oct2020. The type of procedure being performed was an endovascular embolization of left a1-a2 aneurysm, and right p-comm aneurysm. There was minimal blood loss. The patient was in stable condition. The procedure was successfully completed.